Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery has been jumping around for the past few days. In addition, a malfunction alarm occurred on (B)(6) 2017 and the pump stopped all insulin delivery. Customer reported blood glucose (bg) level was fluctuating (58 mg/dl lowest and 250 mg/dl highest) for the past 3-5 days. The customer ate food to address the low bg level and delivered a bolus to address high bg level. The customers stated they believe the fluctuating bg levels was due to the malfunction and battery issue. Reportedly the customer will contact their healthcare provider to obtain alternate insulin therapy. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.